Event description:
Patient presented with unplanned tipping on teeth #8 and #9. A 7-day rest period was recommended.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.